Event description:
A trilogy 100 was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the device is unable to be powered on was observed. There was no documentation of any component being replaced to address the issue. No additional information was provided. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of a ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.